Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6 (update codes), h11. B5: the separation resulted in a diluent leak on the patient. H11: the device was received for evaluation. Visual inspection was performed which identified the tubing was separated from the second y-site (clearlink) in the upstream part. A lack of solvent was noted during the examination of tubing, and the solvent was not applied uniformly in the tubing. The reported condition was verified. The cause of the issue was related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a clearlink system continu-flo solution set separated from the tubing. This was observed during infusion of diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.